Event description:
During an information gathering phone call regarding this pt's pacemaker change out, the following physician's office notified us that the right atrial lead was capped because the physician doing the change out believed it was faulty. The implanting physician's office could not provide any info regarding this lead procedure. Per medtronic pt tracking, this lead was replaced with a medtronic lead.